Event description:
It was reported that this right ventricular lead (rv) exhibited loss of capture with ventricular pacing. Additionally, high out-of-range pacing impedance measurements and high capture thresholds were also noted. At this time, the product remains in service and no adverse patient effects were reported.